Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly on the insulin pump. Customer¿s blood glucose level went as high as 400 mg/dl and as low as 55 mg/dl. Customer advised their sugar glucose value was 122. Customer advised they had a needle break however they declined to troubleshoot for needle break, high and low blood glucose levels and advised they had been on the phone for five hours that week. The customer did not troubleshoot and did not send the product back for analysis.